Manufacturer narrative:
(B)(4). The customer returned a sample for evaluation, however, the customer reported issue of back flow was not confirmed, therefore, no assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance (cps) regarding a clearlink contiu-flo solution set in which the back check valve failed. The patient was on 7 different pumps, and this specific pump was a sigma pump programmed at 250ml/hr for a potassium drip. The baxter clinical manager (bcm) was present for the condition. The condition occurred during patient use in the med surgery department. She was watching the procedure and it appeared that the drip chamber of the potassium was flowing at a rate closer to 300ml/hr. Upon further investigation, it was noted that the secondary was infusing into the primary. The 2c8537 was changed out and the procedure was completed without any further complications. The bcm watched as the nurse primed the set and she did invert and tap the check valve. This condition occurred during a swap out of the customer's old pumps and replacing them with sigma pumps. No injury or adverse event is reported. No further information is available at this time.